Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to fire straight / be forward-firing. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone; the glass cap exhibited mild devitrification and detritus build up at the output window; the fiber proximal to fracture can rotate independently of metal cap. Based on the analysis above, the potential for forward firing may exist. Probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).